Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the toilet seats surface being cracked. The root cause of the cracks on the toilet seat surfaces was inconclusive. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the toilet seats surface being cracked. The root cause of the cracks on the toilet seat surfaces was inconclusive. Consumer states that on the inside of the hole on the commode seat it has crack and his wife gets pinched by the crack on her bottom, and outer thigh. Consumer states his wife advised him this just happened today where she was pinched. Update from 01/12/2016 added by consumer affairs: product replaced and lot code is not available as broken unit is not accessible. No medical intervention. No further information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that on the inside of the hole on the commode seat it has crack and his wife gets pinched by the crack on her bottom, and outer thigh. Consumer states his wife advised him this just happened today where she was pinched. Update from 01/12/2016 added by consumer affairs: product replaced and lot code is not available as broken unit is not accessible. No medical intervention. No further information provided.